Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing were observed via a merlin.net transmission. The device was reprogrammed. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.